Manufacturer narrative:
In the initial we reported, ¿the device is a sheath; however, it was also reported, "the catheter was thrown away and could no longer retrieve it. Therefore, clarification was requested if it should state, "the sheath was thrown away and could no longer retrieve it." A response was received on 10-may-2023 stating, ¿yes, it was sheath.¿ therefore, it should have stated, ¿"the sheath was thrown away and could no longer retrieve it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an electrode damaged without foreign material with sharp rough edges issue occurred. There was difficulty getting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium introducer out of the patient. Once the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was taken out, it was noticed that the electrodes had dislocated. The catheter was thrown away and could no longer retrieve it. The procedure was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence reported. The event was assessed as MDR reportable for an electrode damaged without foreign material with sharp rough edges.

Manufacturer narrative:
The device is a sheath; however, it was also reported, "the catheter was thrown away and could no longer retrieve it. Therefore, clarification was requested if it should state, "the sheath was thrown away and could no longer retrieve it.". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The picture analysis was completed on (B)(6) 2023. Pictures were received for analysis, following biosense webster's procedures. According to the pictures provided, electrodes came off from the sheath's tip. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).